Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, a review of device memory revealed that the elective replacement indicator (eri) was declared after a charge time of 23.3 seconds, and the end of life (eol) replacement indicator was declared 30 days later with a single charge time of 30.5 seconds at a monitoring voltage of 2.57 volts. The maximum charge time while the device was implanted was 30.5 seconds. The device was explanted approximately seven days after eol was declared. To determine if the device's rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use and programmed settings. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) due to a charge time of 30.2 seconds, while at a battery monitoring voltage of 2.57 v. The device has been implanted for approximately 65 months. No adverse patient effects have been reported as a result of this observation. A latitude red alert was generated as a result of the device triggering eol.

Event description:
The device subsequently was explanted with no adverse patient effects. The device's reporting status is changed to serious injury from malfunction due to explant with early eol status suspected.

Manufacturer narrative:
Current records suggest that this device remains in service at this time, with a replacement procedure scheduled. This event will be updated if any additional information becomes available.